Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The surgeon reported that the patient who has been implanted with an exeter / mitch combination hip has elevated metal ions and evidence of fluid build up behind the prosthesis. Right hip. The surgeon is planning to revise the hip.

Manufacturer narrative:
Additional information: catalog and lot number the other device listed in this report: cat # unknown, lot # unknown, description: unknown mitch head, manufacturer: depuy it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding abnormal ion levels involving an exeter stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 29 july 2019. This inspection indicated ... Damage consistent with the cement mantlebreakdown process was observed on the stem. Damage consistent with the explantation process was observed on the neck of the stem debris was observed on trunnion of the hip stem; this debris was collected on an sem stub forfurther analysis. Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis a material analysis has been performed. The report concluded: damage consistent with cement mantle breakdown and explanation was observed on the hip stem. Eds showed that the debris was consistent with an oxide/corrosion product, biological material, and possible material transfer from a cobalt chrome head. To confirm material transfer the head would need to be returned. Xrf showed that the stem was consistent with an astm f1586 alloy, which is consistent with the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: not performed as medical records were not provided for review. -product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: there have been 1 other similar event for the reported lot. In both cases the stem has been implanted in combination with a OEM device and these have been investigated separately by the OEM conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that the patient who has been implanted with an exeter / mitch combination hip has elevated metal ions and evidence of fluid build up behind the prosthesis. Right hip. The surgeon is planning to revise the hip.